Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated. A nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information sling would not tighten adequately and was very loose. With increasing force to tighten the sling, the tightening string broke at the level of the anchor. The altis was removed and a retropubic sling was placed.